Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / left occlusion only/ perforation : fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dyspareunia, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. The reporter commented: essure insertion date was updated as "(B)(6) 2010" from "(B)(6) 2008." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as migration / left occlusion only/ perforation : fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Patient date of birth, lab data was added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.